Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. UDI is not available the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.